Manufacturer narrative:
Submit date: 03/13/2015.an investigation is currently underway, upon completion, the results will be forwarded.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample returned was received inside a generic plastic bag. The sample consisted of a palindrome 33/50 kit w/ slot and presented signs of use. After visual inspection, a cut was identified on the catheter tubing approximately 1 inch above the cuff. During functional testing (underwater test), bubbles were detected coming out from the mentioned cut, corresponding with the arterial lumen. The venous lumen did not show bubbles during the test. Based on the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective and exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc., which could impair its performance. The complaint report indicates that the catheter functioned as intended for during approximately 3 years (since it was inserted on december 2011 and replaced on january 2015). The catheter was more likely damaged during use. The most probable root cause is likely due to misuse (cut could be caused due to the improper use of sharp objects). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated they found a split catheter. The patient had tiny microbubbles in his dialysis lines and blood coming from around the catheter and out the exit site. The catheter was pulled and replaced. The radiologist saved the catheter, and found a small split on the arterial lumen side about half a centimeter or so below the cuff. The split is between the cuff and the tail end of the catheter.